Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) was confirmed. Upon evaluation, the monitor did not pass essential performance testing due to the c1 capacitor shorted. The l1, l2, and d1 components were replaced as a precaution. The cause of the inability to complete testing is the shorted c1. The root cause of the shorted c1 capacitor cannot be positively identified. There were no adverse events associated with the monitor malfunction.